Event description:
Severe pain from implant continued with resulting contracture with loss of motion, sleep problems, catching and click, need for ambulatory aids, elevated blood metal level, loss of appetite/nausea and weight loss, fluid and necrotic tissue and debris found on revision. Chronic pain is continuing along with limitation of motion and a slight remaining contracture causing leg length discrepancy, and sleep problems due to pain, and continuing need for pain medication. Prior to revision on x-ray hip noted to not be in normal position.